Manufacturer narrative:
MFR received date: 01 sep 2019. A gas delivery system assembly was returned for analysis. An investigation was performed and the defective u1 on the oxygen (o2) flow sensor printed circuit board assembly (pcba) created the o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The service engineer (se) confirmed the value was at 30% for oxygen concentration, confirmed the measured value was at 36% which was out of the allowable range. The se replaced the flow sensor assembly and the phenomenon was improved.

Event description:
The customer reported oxygen (o2) concentration out of specification. There was no patient or user harm reported.